Event description:
It was reported the epg (external pulse generator) has low atrial output. The epg was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the reported event. It was also noted that one side bail cover was broken, the one board connector cable was skewed, the battery contacts were compressed, the ring bail was bent, the keyboard was scratched, the serial number label was torn, the heart lead flex was out of specification and the display was missing segments.